Manufacturer narrative:
Investigation into this complaint included a quality data review, a customer data review, and a complaint history review. The results of the investigation are summarized as follows: quality data review over the last two years, one related nonconformance/CAPA was identified for false positive rt-sars cov-2 results due to noise. Customer data review: elevated relative noise values for the run in question are consistent with the observed wavy lines in the reference dye and fam channel that produced discrepant results. Reduced relative noise values for the repeat run indicate the replacement of the lamp, lamp socket lamp cable, and successful completion of the required optical calibration resolved the noise issue for instrument sn (B)(6). Service history review: the review of all tickets for m2000rt instrument sn (B)(6) did not indicate a systemic discrepant results issue for m2000rt instrument sn (B)(6). Complaint history review: complaint history review found, over the last two years, the complaint ticket currently under investigation and three additional tickets related to the rt sars-cov-2 amp kit, ln 09n77-95 having noise in the reference dye signal that caused false positive results. All three tickets were independently investigated and no product deficiency was found. Based on the results of the investigation, no product deficiency was found for m2000rt instrument (ln 09k15-01, sn (B)(6)). Additionally, realtime sars cov-2 assay list number 9n77-95, lot 509052 was investigated in an independent investigation as contributing to a discrepant result, and as of 3/2/2021 a product deficiency was not identified for this lot as related to a discrepant result.

Manufacturer narrative:
Complaint investigation is in process.

Event description:
Customer reported there were 11 realtime-sars-cov-2 patient samples that have been reported as positive, and the results were most likely discrepant. The false positive results were reported outside the laboratory and were questioned by the physicians as they were inconsistent with patient history. Physicians requested re-test. There was a slight delay to result reporting, which did not affect patient management. The samples were re-tested on the realtime sars-cov-2 assay. The "obvious" false positive results, which resulted from noise bleed-over, generated negative results on retest. The true positive results from the questionable runs were re-tested as well and all confirmed to be positive. The molecular application specialist (mas) reviewed the run logs obtained from the instrument from (B)(6) 2020 through (B)(6) 2020. The mas was not able to determine which run may have contained the other five questionable samples and identified only one run, from (B)(6) 2020 with six false positive results. The reference dye in the run is noisy, creating a peak around cycle 12, which most likely caused some bleed over and produced an artificial peak. The assay positive and negative controls appear as expected, not affected by the noise in the reference dye. There was one more positive sample on the run, which was re-tested along with the others and confirmed positive. Troubleshooting with the customer on lamp placement as well as lamp socket and cable replacement by the field service engineer seems to have resolved the issue.